Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 12 mg/dl at the time of the incident. The customer was hospitalized due to a pulmonary embolism. The customer was given a shot and an intravenous lactated ringer to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is going through too much insulin and changes the reservoir once a day. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).